Event description:
Had essure placed one year ago. Painful cycles so bad can't walk for 2 days took pain meds prescribed and otc nothing helped. Seen new medical doctor who did internal ultrasound, she found out one coil has come halfway out and one end of it is embedded in uterus. Have to have surgery to see if it can be removed by doing a tubal to have access on both sides of the coil to maybe get it out. If not will have to have a hysterectomy right then. Just because my old doctor said its 100 percent safe and pain free. She caused me so much pain putting it in and then said "oh I guess I used the wrong size of rod to put in the coils". Let's take those out and start over again. 'Second time after she was done I almost passed out from pain and nausea they had me lay back down and when I had been there 30 minutes they said " honey you have to leave now its time to close the office."